Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. An event log file, extracted from (B)(6), was submitted for evaluation and data from (B)(6)2024 was reviewed. On (B)(6) 2024 at 7:40:35 and 7:40:54 and (B)(6) 2024 at 9:09:49, power b broken faults activated due to the current sense online b dropping below the threshold amperage. On (B)(6) 2024 at 9:09:51, the power b broken faults triggered driveline power fault alarms to activate. The driveline was briefly disconnected and reconnected on (B)(6) 2024 at 9:17:15, clearing the driveline power fault alarm. The pump started operating at the intended speed within 5 seconds of reconnecting the driveline. On (B)(6) 2024 at 9:19:01, a power b broken fault was captured, however the fault did not persist long enough for an alarm to activate. Information provided by the account stated the patient was evaluated for driveline damage and rescue tape was applied. The damage was observed on the pump side of the driveline and not the modular cable. The system controller and modular cable were exchanged. It was stated heartmate 3 vad modular cable (lot number unknown) was returning for analysis; however, no product has returned, and no tracking information was provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the modular cable being unknown. Heartmate 3 instructions for use, rev. C, section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. Heartmate 3 instructions for use, rev. C, section 2- ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2- ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. D, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient present to the clinic with driveline power fault, driveline disconnect and/or low voltage alarms. They tried different batteries and wall power, yet the alarm status did not change. The patient was evaluated for driveline damage proximal to the patient on the pump cable and rescue tape was applied. X-ray images and log files were sent for analysis. The event log captured driveline power fault alarms starting at 09:09 on (B)(6) 2024 that continued until there was a pump reset due to an electrostatic discharge event at 09:17 that same day. The pump reset took around 4 seconds and then the ventricular assist device resumed normal operation for the remainder of the log. There were no further alarms noted in the remainder of the log. The x-ray images appeared to show that the modular cable had some wear and tear as well as some kinking on the pump cable. The modular cable was exchanged along with the system controller, and additional log files were sent for analysis. Within the limited data, post modular cable and system controller exchange, it appeared that everything was functioning as intended.